Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the use of foley catheter was discontinued because the tip of the foley catheter was deformed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. The first photo sample shows the overview of the foley catheter with syringe. The second, third and fourth photo shows the tip o of the catheter was slightly bent. The fifth photo shows the inflation valve/cap. The sixth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted that the tip of the catheter was slightly bent. Instructions for use reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the use of foley catheter was discontinued because the tip of the foley catheter was deformed.